Manufacturer narrative:
The technician found the latch guide was stuck causing the cardio pulmonary resuscitation to not function. The technician released the latch guide and the cardio pulmonary resuscitation will now lower the bed.

Event description:
The technician alleged that the cardio pulmonary resuscitation is not lowering the head of the bed. No pt impact.